Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -18.0/4.0/91 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. It was reported the lens had rotated 30 degrees counter clockwise and the patient complained of blurry vision. On (B)(6) 2021 the lens was exchanged with a same model/length lens and different axis and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).